Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown and the treatment was not reported. The patient had not recovered from the peritonitis at the time of the report. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient identifier and patient's exact date of birth was unknown. The date of the onset of peritonitis and hospitalization was not reported. Should additional relevant information become available, a supplemental report will be submitted.